Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the issue. The stm powered device on and unit immediately displayed electrical test fail code #52 with audible alarm. The fault journal indicated main board failure. The stm replaced main board and completed full a preventative maintenance (pm), safety, calibration, and functionality checks per service manual and operations manual on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by end user during daily routine check by cath lab supervisor that the maintenance required code # 1 was observed on cs300 intra-aortic balloon pump (iabp). There was no patient involvement; thus no adverse event was reported.